Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis, the pt reports she woke up the morning of the same day and felt sick. Her blood glucose was "high" per her meter. She did not bolus more insulin or try a correction. She does report she did try to eat but became ill with vomiting. Her blood glucose was above 500 mg/dl all day. At 9:00 pm that evening, her roommates took her to the hospital where upon admit her blood glucose was 480 mg/dl. She was diagnosed with diabetic ketoacidosis and was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.